Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 11/1/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from meter to meter comparison of 51 mg/dl fasting using truemetrix air meter and 26 mg/dl fasting using another device. Customer knows the result of 51 mg/dl is low and is concerned with the result being 25 points higher than the result obtained with the other device. At the time of the call the customer felt well and did not report any symptoms. Son stated that on the morning of the call ((B)(6) 2017) the customer's blood sugar had dropped low. The customer had been lethargic, not alert and not aware of what was happening at the time. Son stated 911 had been called. When paramedics arrived, they had performed a blood test on the customer with their meter and obtained a result of 26 mg/dl fasting. The diagnosis was low blood sugar and the customer was treated by the paramedics to bring her blood sugar up. Son did not provide details of what treatment was received. The customer did not go to the hospital. Paramedics advised customer to get new meter. Since that morning, additional blood tests were performed using the truemetrix air meter. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: result 1 : 172 mg/dl date: (B)(6) 2017time: 4:19am fasting; result 2 : 122 mg/dl date: (B)(6) 2017 time: 3:40am fasting ; result 3 : 51 mg/dl date: (B)(6) 2017 time: 235am fasting ; result 4 : 196 mg/dl date:(B)(6) 2017 time:200pm non- fasting; result 5 : 195 mg/dl date: (B)(6) 2017 time:12:04pm non- fasting; customer is concern with the 51mg/dl result fasting being 25mg/dl difference.